Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with dystonia and chorea was treated with a deep brain stimulation implantable pulse generator (ipg). The patient did not experience a therapeutic response to the deep brain stimulation and, as a result, chose not to resume therapy and did not charge the device for several years. The device could not be interrogated after it was partially charged. The physician ordered a magnetic resonance imaging (MRI) and attempted to interrogate the device, but it was not responsive. The patient performed a device reset and completed one-hour timed charging sessions; however, the device remained unresponsive after reset and charging. The patient and family had previously decided to allow the battery to deplete and not recharge or reactivate the device due to lack of efficacy for the condition. It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Further information was received from the rep indicating that although cause is unknown, they suspect that off-label use of the device for chorea may contribute of the lack of efficacy of the therapy originally. They confirm that no further actions were taken or are planned to be taken to address this issue further.